Event description:
In a journal article, a surgeon reported a case of a spontaneous extrusion of a shunt following an uncomplicated phacotrabeculectomy surgery. During subsequent monitoring, the intraocular pressure (iop) was noted to be increased. Massages and needlins were performed, medications given and the iop was stabilized. Two and a half months following the initial surgery, the shunt was observed to be more superficial through the scleral flap. The shunt then extruded toward the exterior through the scleral flap and conjunctiva and was removed seven months after the initial surgery. A peripheral iridectomy was also performed with a yag laser days after the removal of the shunt. To date, the patient has stable intraocular pressure (iop) and is being treated with anti-glaucomatous drops.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Dr. Ezequiel a. Salvo, alejandro d. Coussio, spontaneous extrusion of an ex-press valve: a case report, refractiva; 2012;34: 9-11. (B)(4).